Event description:
The olympus, model cv-190, evis exera iii video system center, was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was found that the video connector socket failed. This report is submitted due to the finding of video connector socket failure, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the video connector socket failed and the scope connector socket failed to secure the scope video cable. Additional evaluation findings are as follows: 1.) Appearance defects of the chassis feet and top cover were noted; 2.) Picture-in-picture connector was noted damaged due to excessive force. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the lock function of the video socket connector resulted in unstable video cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.